Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during the trial procedure on (B)(6) 2025, the patient experienced vasovagal syncope. In turn, the physician decided to abort the procedure. The patient is feeling better and has no further issues.